Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 186 mg/dl (mobile system) and 44 mg/dl (aviva system). The customer experienced hypoglycemic symptoms, including communication issues, and received dextrose as treatment. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).